Manufacturer narrative:
E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had incorrect label content. The following information was provided by the initial reporter: I have ref#: 11532269 - one contains dehp and one does not - both sets of tubing have the same reference number but different lot numbers - please confirm if this product is miss-labeled: bd alaris pump infusion set 0.2 micron filter low sorbing tubing (pe lined) 2 smartsite y-sites dehp or natural rubber latex are not part of the material formulation lot#: (10)24045397, exp: 2027-04-23 bd alaris pump infusion set 0.2 micron filter low sorbing tubing (pe lined) 2 smartsite y-sites natural rubber latex is not part of the material formulation lot#: (10)25065597, exp: 2028-06-25 we are looking to use a 0.2 in-line micron filter without any natural rubber or dehp for our chemotherapy drugs - which product meets our needs or are these miss-labeled? Patient or user harm: no.

Manufacturer narrative:
One photo taken by the customer shows the sets in the packaging. A project has been initiated to correct the labels. Lot 25065597 shows the correct label. 11532269 contains dehp. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.